Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced a "red heart" alarm while at home watching television and felt "a weird sensation as if it (the pump) had stopped." The pt was on battery power during the event and was reportedly able to stop the alarms by manipulating the black power lead of the system controller. The duration of the event was reported to have been approx 15 seconds. The pt was able to switch to a backup system controller per the MFR's instructions for use and remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The suspect system controller was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.